Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were received and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review summary: the patient with history of extensive right lower extremity deep venous thrombosis had a vena cava filter successfully deployed without incident. Approximately one year six months post filter placement, the patient was hospitalized for an acute pulmonary embolism in the left lower lobe and started on heparin. Approximately one year ten months post filter placement, during scheduled retrieval, spot film imaging showed an intact filter with anterior tilt. Despite the use of multiple techniques, the filter could not be engaged for removal. There were no complications. Approximately five years four months post filter placement, a CT scan demonstrated the filter just below the renal veins with a limb outside the inferior vena cava. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly tilted, embedded in the wall of the ivc, had filter strut(s) perforating into organs, and was unable to be retrieved. The filter has not been removed and there were no reported filter retrieval attempts. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review summary: the patient with history of extensive right lower extremity deep venous thrombosis had a vena cava filter successfully deployed without incident. Approximately one year six months post filter placement, the patient was hospitalized for an acute pulmonary embolism in the left lower lobe and started on heparin. Approximately one year ten months post filter placement, during scheduled retrieval, spot film imaging showed an intact filter with anterior tilt. Despite the use of multiple techniques, the filter could not be engaged for removal. There were no complications. Approximately five years four months post filter placement, a CT scan demonstrated the filter just below the renal veins with a limb outside the inferior vena cava. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year six months post filter placement, the patient was hospitalized for an acute pulmonary embolism (pe). Approximately one year ten months post filter placement, spot film imaging showed the filter intact with anterior tilt. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. Multiple attempts were made using other devices to remove the filter but were unsuccessful. Therefore, the filter was left in place as a permanent device. Approximately five years four months post filter placement, a CT scan demonstrated a limb outside the ivc posterior and medially. Based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. The origin and relationship to the filter has not been established in the provided medical records. The investigation can be confirmed for the alleged tilt, perforation, and retrieval difficulties. Per the provided medical records, the perforation of the filter limb was identified after retrieval attempts. The perforating limb could have been due to the retrieval attempts. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly tilted, embedded in the wall of the ivc, had filter strut(s) perforating into organs, and was unable to be retrieved. The filter has not been removed and there were no reported filter retrieval attempts. The patient status was not provided.